Event description:
2020-(B)(6) mpxr 743502 (con, rep): information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on -(B)(6) 2020 the patient met with the rep because the patient was not able to get an MRI due to the location of the ins (in the shoulder). The patient also mentioned that recharging was still taking longer to do. The rep checked the device and found that they were able to get excellent recharge quality. The patient was also experiencing increased positional stimulation, so the rep tested impedances, which found a high impedance on contact #15 however, that contact was not being used in the patient's programming. The patient mentioned they were interested in discussing ins replacement to address the inability to get an MRI and to get a non-rechargeable ins. The rep redirected the patient to speak to the physician about their concerns and to report to the rep if they continued to experience long recharge times. No symptoms were reported. 2020--(B)(6) e1(rep): additional information was received from the rep and it was reported that the leads were placed in the patient's cervical region. Stim was too strong in certain positions of his neck and arms. It started about three weeks before the rep saw him. He was instructed to use the controller to decrease when necessary. He gradually noticed he had to recharge for a longer period of time and did not know a date. The longer recharge has not resolved. No actions were taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and it was reported that the patient is pushing the healthcare provider (hcp) to replace intellis with another ins. The rep wanted to get an estimate but did not have the necessary information to do a longevity estimate.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018. Explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2018. Explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it was unknown if the patient had had a history of mental illness and/or suicidal thoughts prior to the use of their device per the rep. It was indicated that the patient had not had a change in symptoms/suicidal thoughts with the use of the device. The rep stated that patient reported the suicidal thoughts were because of the charging. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Event description:
Additional information was received from the rep and it was reported that the patient stated in preop that his ins pocket was in a location that caused him pain; it being above his right axillary and was also difficult to charge. His ins was interrogated in preop and impedances were run with all electrodes in range except electrode 15. The physician was made aware of the out of range electrode prior to the start of the surgery. The patient's ins pocket was revised (B)(6)2021. Extensions were added by the physician in the or and prior to the completion of the case, impedances and connectivity checks were completed again with the same result of electrode 15 out of range. The lead was reseated in the ins with no change in results. The physician was aware of the electrode prior to the start of the case as well as at the end of the surgery. Patient'sprogramming that he was pleased with prior to the start of the surgery is not currently using said electrode. The event was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the patient was upset because of charging responsibilities. It was noted that the charging interval were running long and he was charging every 2.3 days. Troubleshooting reviewed charging best practices and offered to program cycling but the patient stated that would bring him too much anxiety and his body would react badly. The patient stated that he was suicidal because of charging and he had mentioned this to the nurse. Since the revision the patient noted he was charging more, but he had significant pain relief with stimulation. The patient mentioned he was told he would have to charge once every 2 weeks and troubleshooting reviewed how it is dependent on programming. The patient explained he was too busy to be worried about charging and his controller used to beep for him when he was running low. It was reviewed how to check the charged percentages with the controller. The issue was not resolved at the time of the report.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that actions taken regarding the patient¿s suicidal thoughts was the rep made the staff aware. It was reported that charging was a concern for the patient. Suicidal thoughts were documented by the staff as well as the patient¿s primary care physician.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020 the patient met with the rep because the patient was not able to get an MRI due to the location of the ins (in the shoulder). The patient also mentioned that recharging was still taking longer to do. The rep checked the device and found that they were able to get excellent recharge quality. The patient was also experiencing increased positional stimulation, so the rep tested impedances, which found a high impedance on contact #15 however, that contact was not being used in the patient's programming. The patient mentioned they were interested in discussing ins replacement to address the inability to get an MRI and to get a non-rechargeable ins. The rep redirected the patient to speak to the physician about their concerns and to report to the rep if they continued to experience long recharge times. No symptoms were reported.